Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp and stabbing pelvic pain"), thrombosis ("blood clots"), menorrhagia ("prolonged menstrual cycle/abnormal menstrual cycle"), flank pain ("severe left side flank pain down ribs and down hips and across the abdomen (stabbing, sharp, debilitating)"), genital haemorrhage ("blood clots the size of quarters /severe bleeding / excessive bleeding"), abdominal pain ("cramping / abdominal pain (stabbing,sharp, debilitating)") and pelvic inflammatory disease ("presumed pid") in a 35-year-old female patient who had essure (batch no. B61395) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2009, lipoma excision in 2008, gallbladder disease, multigravida, parity 3 (B)(6) 1997/ (B)(6) 2003/ (B)(6) 2013), recurrent abortion and premature labor. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced flank pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines/persistent migraine"). In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced thrombosis (seriousness criterion medically significant), the first episode of fatigue ("chronic fatigue"), decreased appetite ("loss of appetite"), headache ("headaches") and menstrual disorder ("abnormal menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterine swelling"), hot flush ("hot flashes"), malaise ("so sick"), dyspareunia ("painful intercourse"), the second episode of fatigue ("fatigue"), abdominal distension ("severe bloating/ swelling"), allergy to metals ("hypersensitivity reaction to nickel"), mental disorder ("aggravated any psychiatric and /or psychological conditions") and anxiety ("mental anguish"). The patient was treated with minocycline hydrochloride (minocin), metronidazole (flagyl), vicodin, obetrol (adderall) and surgery (exploratory laparotomy, total abdominal hysterectomy, total bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the flank pain and abdominal pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved, the thrombosis, menorrhagia, pelvic inflammatory disease, uterine enlargement, decreased appetite, headache, malaise, the last episode of fatigue, allergy to metals, mental disorder, menstrual disorder and anxiety outcome was unknown, the migraine and hot flush had not resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, decreased appetite, dyspareunia, flank pain, genital haemorrhage, headache, hot flush, malaise, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, thrombosis, uterine enlargement, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. (B)(6) 2014: CT abdomen and pelvis without contrast: markedly limited study due to lack of contrast administration. Mild fat stranding noted adjacent to the colon along the mid abdominal mesentery, the possibility of mild colitis cannot be excluded. No evidence of bowel obstruction, free air or acute appendicitis is seen. Faint calcifications within the left kidney, which may represent tiny nonobstructing calculus. (B)(6) 2014: CT abdomen and pelvis: impression: no evidence of calculi or masses within the urinary tract. The uterus is slightly prominent in size. Bilateral essure devices are noted. There is a suggestion of a small amount of fluid posterior to the right side of the uterus. There is also suggestion of a cyst within the left adnexal region. (B)(6) 2017: positive ana test+. (B)(6) or (B)(6) 2014: hsg done report not provided. Concerning the injuries reported in this case, the following ones were described in patient's medical records: abdominal pain, flank pain, menorrhagia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp and stabbing pelvic pain"), thrombosis ("blood clots"), menorrhagia ("prolonged menstrual cycle/abnormal menstrual cycle"), flank pain ("severe left side flank pain down ribs and down hips and across the abdomen (stabbing, sharp, debilitating)"), genital haemorrhage ("blood clots the size of quarters /severe bleeding / excessive bleeding"), abdominal pain ("cramping / abdominal pain (stabbing,sharp, debilitating)") and pelvic inflammatory disease ("presumed pid") in a 35-year-old female patient who had essure (batch no. B61395) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2009, lipoma excision in 2008, gallbladder disease, multigravida, parity 3 ((B)(6) 1997/ (B)(6) 2003/ (B)(6) 2013), recurrent abortion and premature labor. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2014, the patient experienced flank pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines/persistent migraine"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced thrombosis (seriousness criterion medically significant), the first episode of fatigue ("chronic fatigue"), decreased appetite ("loss of appetite"), headache ("headaches") and menstrual disorder ("abnormal menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterine swelling"), hot flush ("hot flashes"), malaise ("so sick"), dyspareunia ("painful intercourse"), the second episode of fatigue ("fatigue"), abdominal distension ("severe bloating/ swelling"), allergy to metals ("hypersensitivity reaction to nickel"), mental disorder ("aggravated any psychiatric and /or psychological conditions") and anxiety ("mental anguish"). The patient was treated with minocycline hydrochloride (minocin), metronidazole (flagyl), vicodin, obetrol (adderall) and surgery (exploratory laparotomy, total abdominal hysterectomy, total bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the flank pain and abdominal pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved, the thrombosis, menorrhagia, pelvic inflammatory disease, uterine enlargement, decreased appetite, headache, malaise, the last episode of fatigue, allergy to metals, mental disorder, menstrual disorder and anxiety outcome was unknown, the migraine and hot flush had not resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, decreased appetite, dyspareunia, flank pain, genital haemorrhage, headache, hot flush, malaise, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, thrombosis, uterine enlargement, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative . (B)(6) 2014: CT abdomen and pelvis without contrast: markedly limited study due to lack of contrast administration. Mild fat stranding noted adjacent to the colon along the mid abdominal mesentery, the possibility of mild colitis cannot be excluded. No evidence of bowel obstruction, free air or acute appendicitis is seen. Faint calcifications within the left kidney, which may represent tiny nonobstructing calculus. (B)(6) 2014: CT abdomen and pélvis: impression: no evidence of calculi or masses within the urinary tract. The uterus is slightly prominent in size. Bilateral essure devices are noted. There is a suggestion of a small amount of fluid posterior to the right side of the uterus. There is also suggestion of a cyst within the left adnexal region. (B)(6) 2017: positive ana test+ (B)(6) 2014 : hsg done report not provided . Concerning the injuries reported in this case, the following ones were described in patient's medical records: abdominal pain, flank pain, menorrhagia, abdominal distension. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Essure lot number added. New events abnormal menstrual cycles, blood clots and mental anguish were added. Lab data and treatment medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp and stabbing pelvic pain"), menorrhagia ("prolonged menstrual cycle/abnormal menstrual cycle"), flank pain ("severe left side flank pain down ribs and down hips and across the abdomen (stabbing, sharp, debilitating)"), genital haemorrhage ("blood clots the size of quarters /severe bleeding / excessive bleeding"), abdominal pain ("cramping / abdominal pain (stabbing,sharp, debilitating)") and pelvic inflammatory disease ("presumed pid") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2009, lipoma excision in 2008, gallbladder disease, multigravida, parity 3 ((B)(6) 1997/ (B)(6) 2003/ (B)(6) 2013), recurrent abortion and premature labor. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2014, 6 days before insertion of essure, the patient experienced flank pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines/persistent migraine"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterine swelling"), the first episode of fatigue ("chronic fatigue"), decreased appetite ("loss of appetite"), hot flush ("hot flashes"), headache ("headaches"), malaise ("so sick"), dyspareunia ("painful intercourse"), the second episode of fatigue ("fatigue"), abdominal distension ("severe bloating/ swelling"), allergy to metals ("hypersensitivity reaction to nickel") and mental disorder ("aggravated any psychiatric and /or psychological conditions"). The patient was treated with minocycline hydrochloride (minocin), metronidazole (flagyl) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the flank pain and abdominal pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia had resolved, the menorrhagia, pelvic inflammatory disease, uterine enlargement, decreased appetite, headache, malaise, the last episode of fatigue, allergy to metals and mental disorder outcome was unknown, the migraine and hot flush had not resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, decreased appetite, dyspareunia, flank pain, genital haemorrhage, headache, hot flush, malaise, menorrhagia, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, uterine enlargement, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. On (B)(6) 2014: CT abdomen and pelvis without contrast: markedly limited study due to lack of contrast administration. Mild fat stranding noted adjacent to the colon along the mid abdominal mesentery, the possibility of mild colitis cannot be excluded. No evidence of bowel obstruction, free air or acute appendicitis is seen. Faint calcifications within the left kidney, which may represent tiny nonobstructing calculus. On (B)(6) 2014: CT abdomen and pélvis: impression: no evidence of calculi or masses within the urinary tract. The uterus is slightly prominent in size. Bilateral essure devices are noted. There is a suggestion of a small amount of fluid posterior to the right side of the uterus. There is also suggestion of a cyst within the left adnexal region. On (B)(6) 2017: positive ana test. Concerning the injuries reported in this case, the following ones were described in patient's medical records: abdominal pain, flank pain, menorrhagia, abdominal distension. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp and stabbing pelvic pain"), thrombosis ("blood clots"), menorrhagia ("prolonged menstrual cycle/abnormal menstrual cycle/excessive bleeding"), flank pain ("severe left side flank pain down ribs and down hips and across the abdomen (stabbing, sharp, debilitating)"), genital haemorrhage ("blood clots the size of quarters /severe bleeding / excessive bleeding"), abdominal pain ("cramping / abdominal pain (stabbing,sharp, debilitating)") and pelvic inflammatory disease ("presumed pid") in a 35-year-old female patient who had essure (batch no. B61395) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2009, lipoma excision in 2008, gallbladder disease, multigravida, parity 3 ((B)(6) 1997/ (B)(6) 2003/ (B)(6) 2013), recurrent abortion and premature labor. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced flank pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("severe migraines/persistent migraine"). In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced thrombosis (seriousness criterion medically significant), the first episode of fatigue ("chronic fatigue"), decreased appetite ("loss of appetite"), headache ("headaches") and menstrual disorder ("abnormal menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine enlargement ("uterine swelling"), hot flush ("hot flashes"), malaise ("so sick"), dyspareunia ("painful intercourse"), the second episode of fatigue ("fatigue"), abdominal distension ("severe bloating/ swelling"), allergy to metals ("hypersensitivity reaction to nickel"), mental disorder ("aggravated any psychiatric and /or psychological conditions") and anxiety ("mental anguish"). The patient was treated with minocycline hydrochloride (minocin), metronidazole (flagyl), vicodin, obetrol (adderall) and surgery (exploratory laparotomy, total abdominal hysterectomy, total bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the flank pain and abdominal pain had resolved. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and dyspareunia had resolved, the thrombosis, pelvic inflammatory disease, uterine enlargement, decreased appetite, headache, malaise, the last episode of fatigue, allergy to metals, mental disorder, menstrual disorder and anxiety outcome was unknown, the migraine and hot flush had not resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, decreased appetite, dyspareunia, flank pain, genital haemorrhage, headache, hot flush, malaise, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, thrombosis, uterine enlargement, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. (B)(6) 2014: CT abdomen and pelvis without contrast: markedly limited study due to lack of contrast administration. Mild fat stranding noted adjacent to the colon along the mid abdominal mesentery, the possibility of mild colitis cannot be excluded. No evidence of bowel obstruction, free air or acute appendicitis is seen. Faint calcifications within the left kidney, which may represent tiny nonobstructing calculus. (B)(6) 2014: CT abdomen and pélvis: impression: no evidence of calculi or masses within the urinary tract. The uterus is slightly prominent in size. Bilateral essure devices are noted. There is a suggestion of a small amount of fluid posterior to the right side of the uterus. There is also suggestion of a cyst within the left adnexal region. (B)(6) 2017: positive ana test+. (B)(6) or (B)(6) 2014: hsg done report not provided . Concerning the injuries reported in this case, the following ones were described in patient's medical records: abdominal pain, flank pain, menorrhagia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received, events outcomes updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.